Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water path replacement. Cardioquip notified the customer of the potential bacterial contamination/recommendation and provided a quote for the repair via email on (B)(6)2023 . There has been no response to the recommendation as of the date of this report.

Event description:
A cardioquip technician notified cq service via airtable that the internal tubing of this device was suspect for potential contamination during an on-site inspection. The technician took pictures of the tubing, and sent them to cq for review. Cq director of operations and epidemiologist reviewed the pictures provided, and recommended that the device receive an internal water pathway replacement due to the discoloration present within the water path.